Manufacturer narrative:
For shipped product, the manufacturer is contacting customers to notify them of the issue and provide replacement product.

Event description:
A quantity of 173 electric power supplies shipped without dielectric testing per iec 60601-1 (2012). These power supplies are designed and manufactured for use with dental equipment. Between july 5 and august 26, 2015, the products passed the functional test and the ground continuity test; however a service error prevented the application of high voltage for the dielectric test. These power supplies were shipped to customers worldwide. 25 watt power supplies: 28.1479.00, 28.1480.00, 28.1481.00. 80 watt power supplies: 47.2031.00, 28.1345.00. 300 watt power supplies: 43.0260.00, 43.0261.00, 28.1435.00, 28.1436.00. The hazard for untested product is electrical damage to equipment, smoke, fire or electrical shock to persons. Due to standard assembly instructions and 100% functional testing, the probability of a hazardous condition is remote. As of the date on this report, there have been no reported field malfunctions. All product within the manufacturer's control was quarantined and subsequently tested. For shipped product, the manufacturer is contacting customers to notify them of the issue and provide replacement product. The malfunctioning dielectric tester (tf804 universal power supply dielectric tester) was repaired on august 26, 2015 and corrective action was taken to ensure the service error could not recur.